Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: "IV needle would not retract, patient had to be stuck a second time."

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not retract. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: "IV needle would not retract, patient had to be stuck a second time".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-feb-2023. H6: investigation summary our quality engineer inspected the samples photographs submitted for evaluation. Bd received 303 (298 sealed and 5 opened) 22g x 1.00in. Insyte autoguard units. The packaging of the sealed units indicated they belonged to lot number 2216568; however, no product documentation was returned to indicate which lot number the used units belonged to. The units were visually inspected, and no damage or defects were identified to the components. A sampling of 20 units were functionally tested for needle retraction. All tested units successfully retracted without issue. The used units were then microscopically inspected for any evidence that could have previously prevented retraction in the user environment. There was no adhesive, damage or defects that could be identified. Additionally, the used units were un-retracted and then tested for retraction. All used unit successfully retracted without issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.